Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in oversensing and pacing inhibition. The patient experienced dizziness. It was noted prior to extraction that there were insulation breach at two locations on the rv lead. The lead was explanted and replaced. The patient was in stable condition pre, during, and post procedure.